Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) lead exhibited oversensing and noise causing pacing inhibition and unstable capture at max outputs. The lead was capped and replaced. No patient complications have been reported as a result of this event.